Event description:
Description of event according to initial reporter: on (B)(6) 2021 - dr. (B)(6) and the team here have seen multiple incidences of aortic erosion at the junction of the zta (subject of this report) and zdes stents when treating certain patients and having this junction occur in the mid descending thoracic aorta. The patient did require additional procedures due to this occurrence, extension of covered portion of graft. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.